Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing that resulted in pacing inhibition. No intervention was reported. Patient status was not provided.